Manufacturer narrative:
Additional narrative: this report is being submitted due to a retrospective review conducted under CAPA (B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on (B)(6) 2017. The fse replaced the tubing junction between the heater coil and the column. Ran buffer through system for over 5 minutes without any leakage. The customer ran controls and verified the results were accepatable. The g8 was working as intended. No further action required by fse. The probable cause of the event was tubing metal junction failure between heather coil and column.

Event description:
On (B)(6) 2017 a customer reported a leak from the metal line behind the column with their g8 analyzer, reportedly the joint is leaking and has an odd noise. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting hba1c patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.